Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an ar-1927bcf-45 bio-composite-corkscrew anchor started to deform during insertion. Surgeon removed the screw and found that the tip was broken. This was discovered during an rcr procedure on (B)(6) 2022 and completed using another ar-1927bcf-45 bio-composite-corkscrew anchor from the same lot number.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1927bcf-45 4.5 mm biocomposite-corkscrew serial/batch number (B)(6) was received for investigation. Functional testing no performed to avoid damaged to the device. Visual evaluation found that the bio-corkscrew was damaged at the distal end of the screw losing geometry, exposing the suture. The most likely cause(s) for the reported failure can be a user error, improper bone preparation, or misaligned insertion.

Event description:
Additional information received on 12/7/2022: the broken tip was removed from inside the patient. Additional information requested.